Event description:
It was reported that the ilet had a cracked screen after the user provided a requested photo, and a replacement was arranged with counseling that the damaged device might have limited functionality and would no longer be water resistant. Symptoms included no clinical symptoms or adverse health effects. Outcomes included no need for medical intervention, no hospitalization, and continued ability to receive cgm data. Investigation included remote troubleshooting, verification of shipping and serial information, guidance to sync data to the mobile app, and return logistics. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen, with no reported device alarms or malfunctions and no transferable therapy data to the replacement. It was concluded, based on previously established findings for similar reports, that user-induced physical damage was the most likely cause.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.